Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The cgm displayed high and she experienced dizziness, lightheadedness, a headache, and increased thirst. The patient¿s spouse called emergency medical services (ems) who performed a bg which was 270 mg/dl and took her blood pressure which was elevated (value not provided). The patient was transported to the emergency department (ed). In the ed, the patient¿s blood pressure and blood glucose were monitored, and she was treated with IV fluids. She was released from the ed after three hours. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.